Event description:
It was reported that during the implant procedure when testing the right ventricular (rv) lead for defibrillation test, after the shock to induce the arrythmia there was about 15 seconds of t-wave oversensing. This happened twice, there was no other oversensing noted and all other functions were normal. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).